Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The caller reported that the flow testing was not passing. There was no patient involvement. Event date not specified, estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 12apr2019. The customer confirmed the airflow issue. The customer reported that replacing the flow sensor corrected the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.